Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. Customer's blood glucose (bg) level was 554 mg/dl with ketones. Reportedly, the customer indicated that the supplies would be changed and that a manual injection was administered. It was reported that the customer was admitted into the hospital on (B)(6) 2015 with a bg level of 352 mg/dl. The customer was treated with saline and potassium and was released on (B)(6) 2015. A follow up with the customer indicated that the bg level had decreased.